Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon return, the device underwent bench testing, during which it was found the AED would not provide audible prompts. Further investigation identified a failed speaker component.